Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The device was sent for flow accuracy testing and it is within the acceptable tolerance range of -5% to +5%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The pressure plate assembly required adjustment as a precautionary measure. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had volume accuracy failure. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.